Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 535mg/dl and diabetic ketoacidosis. The customer treated with a bolus. Customer indicated that their doctor has been contacted and their blood glucose value was 546 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer declined to check their settings. The customer indicated that they will contact their doctor regarding their pump settings and pump programming. Customer was advised to call back if necessary. No further details given.